Event description:
It was reported by the patient that they felt an electrical shock running down their arm. It was further reported that the patient and device have not been evaluated since this report and therefore it cannot be disassociated from the device at this time. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.